Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer declined to troubleshoot for high blood glucose level treated with the injection. The customer stated the insulin pump is dis-functioning. The customer stated she noticed her blood glucose was high and did a correction. The blood glucose level went higher. The customer stated the reservoir is loose in the compartment and stated there is a crack on the outside of the battery cap and also stated that the reservoir compartment is stripped and is keeping the reservoir loose. The customer stated it appears to be working when she holds the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per their healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test, basic occlusion test and occlusion test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.